Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via a remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information is available.